Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first device. Evaluation of the forceps confirmed they are broken.

Event description:
In this event it was reported that two pairs of palodent plus forceps broke at the tip; no injury resulted.